Event description:
It was reported that during a recanalization procedure, the catheter allegedly got trapped by the guide wire and was unable to be removed. It was further reported that the guide wire was seen entangled with the catheter and could not be separated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. No images or videos were provided for review. The user report contains information regarding mechanical jam. Due to the physical sample not received reported malfunction cannot be confirmed. Therefore, the investigation is inconclusive for the reported physical resistance/sticking issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly got trapped by the guide wire and was unable to be removed. It was further reported that the guide wire was seen entangled with the catheter and could not be separated. The procedure was completed using another device. There was no reported patient injury.